Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - (B)(6) 2011. Litigation papers allege on or about (B)(6), 2010, patient began suffering discomfort, clicking, grinding, pain, and a feeling of instability in his hip. It is also alleged his pain continued to worsen considerably and significantly impair his ability to walk, move work and even sleep. This, combined with patients increased metal ion levels and fluid collection on patients MRI scan, required patient to undergo a hip revision surgery. Patient is a resident of (B)(6). Year of birth added.

Manufacturer narrative:
The report states: patient was revised to address pain and acetabular loosening. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.